Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the doctor was programming the patient with the tablet and the doctor claims the tablet inadvertently turned off the ins. The patient's parkinson's symptoms came back quickly. The doctor tried turning the ins back on with the 8840 but were unable to do so. The caller mentioned the patient has let their ins discharge to 0% in the past. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via the rep. It was reported the cause of the ins not turning back on and the sudden return of symptoms was not determined. Once the initial device set-up was complete (as if it was a newly implanted) they reconfigured the prior settings and it started functioning normally.

Manufacturer narrative:
Concomitant medical products: product ID a610 product type software upon further review it was determined this event is reportable for malfunction rather than serious injury.

Event description:
Additional information was received via the rep stating the patient's ins was reprogrammed and turned back "on". It was determined the issue was not with the patient's ins but rather the clinician tablet. Troubleshooting was performed and the issue had not reoccurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was receive from the rep stating on 2018-dec-05 the rep went into the hcp's office to assist with the same issue and the same patient. The error that appeared on the tablet stated "invalid data: invalid settings have been detected. All settings will be cleared". The rep used their personal tablet and got the same warning screen. If cancel was chosen, the programming session would end without any communication with the rechargeable device. On the third attempt, the rep chose "ok" and the entire device was wiped clean and the tablet connected as if it were a brand new rechargeable device. The rep re-inputted all the data and prior dbs settings so the patient was back to normal within a few minutes. After ending the session, they used the hcp's tablet again, and this time it worked fine.